Event description:
A stryker intouch bed with zoom was placed in a empty patient room. When the bed power plug was plugged into the electrical outlet, the circuit breaker for the room tripped. The circuit breaker was reset and bed functioned properly. This issue has occurred before, but it only occurs in two nursing units. The remaining nursing units have had no reports of any issues with breakers tripping.======================manufacturer response for hospital bed, intouch zoom (per site reporter).======================manufacturer was informed and spoke with their engineering team. They indicated the beds go through specific testing before they are delivered. Our biomed team did do an initial inspection on all of our beds as they were delivered. The manufacturer had indicated the issue could be tied to the breakers used in these specific units.